Event description:
It was reported that a clearlink set had simultaneous flow during chemotherapeutic drug administration. The issue occurred while piggybacking a primary set with a secondary; the IV pump was simultaneously pulling from both primary and secondary solution bags. The reporter stated that the primary bag was lowered below the secondary bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.